Event description:
It was reported that the patient presented for a follow up via merlin.net with a right ventricular lead that exhibited noise over-sensing. The patient was brough in to the clinic; programming changes were made. The patient was in stable condition.